Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead had dislodged, and had exhibited small r-waves and high thresholds. The right atrial (ra) lead also dislodged, and exhibited small p-waves, high thresholds, and was unable to capture. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.